Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up-report.

Event description:
According to the surgeon, he was utilizing the vapr s90 in a shoulder arthroscopy case and at the end of the case noticed skin blisters on the shoulder. The surgeon inquired about the heat generated from the vapr. This is all of the information received. Outreach questions have been posed, asking for degree of burn, treatment of burn and patient status but to date, no information concerning these questions have been received. Based on this, we have made the determination that this event would be classified as a "serious" event. Facility discarded the complaint device.